Event description:
It was reported that the device was used in a laparoscopic cholecystectomy. It was reported that the staples would not form properly. Another device was opened to finish the case. There were no consequences to the patient.